Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A promus element, mr, ous 4.00x24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to distal stent rows 1-2 with stent struts deformed and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint investigation conclusion code is: adverse event related to procedure.